Event description:
During a follow-up performed on (B)(6) 2020, noise oversensing was observed in several episodes recorded in the device memory on (B)(6) 2020 and (B)(6) 2020. Maneuvers were performed, but the observed noise could not be reproduced. The patient reported that he had not been exposed to external interferences. A new-follow-up was scheduled in three months. In the meantime, the patient should be remotely monitored.